Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the patient expired. The patient underwent a left atrial appendage (laa) closure procedure, where a watchman ® laa closure device was implanted. Before the 45day follow-up the patient expired. The cause of death was unknown.